Event description:
The patient had implantation of biventricular implantable cardioverter defibrillator 3 years ago. At that time she had a lead extraction, an upgrade from a pacer placed for tachy-brady syndrome to a biventricular automatic implantable cardioverter defibrillator. A recent cardiologist's consultation stated "automatic implantable cardioverter defibrillator with noise and probably insulation break. This lead will need to be replaced." The patient underwent removal and replacement of the atrial lead and change out of the generator. The following notes are taken from the operative note: "the implanting incisional scar was sharply incised and the incision was carried down to enter the ICD pocket. The ICD pocket location was unremarkable and there were no signs of inflammation or infection. The device was delivered into the wound. The leads were coiled one about the other and a fixation suture on the device had been broken, although the device remained in normal position. The atrial lead was disconnected from the header of the device after the device was delivered into the wound. We examined this lead and found an insulation fracture within the pocket. The left ventricular lead was disconnected from the device, untangled from the other leads, examined, and appeared to be normal both visually and electrically." The generator survived only 3 years which is a somewhat shortened lifespan. The patient had a good outcome from the procedure and was discharged home.